Event description:
Boston scientific crm received information that during a device change-out procedure this implantable right ventricular (rv) defibrillation lead exhibited loss of capture for 2-3 beats. This occurred when the right atrial (ra) lead was manipulated and still connected to the old device. The rv lead was connected to the new device and was not tied to any configurations with the ra lead. The patient was pacemaker dependent. However, no adverse patient effects were reported as a result of this issue.

Manufacturer narrative:
The ra lead was connected to the new device and the issue resolved. The rv lead remaind implanted with the new device. No additional information is available at this time. If additional information becomes available the event will be updated.